Event description:
It was reported that the insulin pump alarmed an error and that the force sensor was broken. The reporter did not know the blood glucose reading. No other significant events leading to the alarm were noted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.